Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, while at the cardiac rehabilitation center, the patient reported symptoms of increasing shortness of breath 1-2 weeks prior and a 2 pound weight gain was observed. The patient was excluded from physical activity and presented to the emergency department (ed) where he was admitted for shortness of breath, dyspnea on exertion, and fatigue. The patient reported that his stool had recently appeared darker and was found to have frank melena. While in the ed, the patent's hemoglobin level was found to be 7.7 g/dl, down from his baseline of 8-9 g/dl. An enteroscopy showed active bleeding from a mid-jejunal angioectasia on which an argon plasma coagulation was performed. The patient was also found to have iron-deficiency anemia during the admission to the ed and was started on iron tablets prior to discharge. The patient received multiple transfusions due to the downward trend in his hemoglobin level and stabilized by (B)(6) 2015.

Manufacturer narrative:
The event date is estimated based on the report that the patient began experiencing symptoms 1 to 2 weeks prior to admission on (B)(6) 2015. Approximate age of device ¿ 5.5 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.